Manufacturer narrative:
Analysis was performed on the returned device. The reported suture remaining in the suture bearing was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported suture thread was stuck in the suture bearing is expected during air deployment of the device as the suture is released from the suture bearing upon removal of the device from the anatomy when the vessel is successfully captured. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, after needle deployment, the device could not be removed from the tissue due to strong resistance. A surgical cut down was performed to remove the device. There was no damage to the vessel observed. A clinically significant delay in the procedure was reported and hospitalization was prolonged. There was no reported adverse patient sequela. Additionally, post procedure the physician tested a new proglide device and observed the same issue as the first device as the suture thread was stuck in the suture bearing notch after deployment. There was no patient involvement with the second device. No additional information was provided.